Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4). The device was not returned to mentor.

Event description:
It was reported that a female with stress urinary incontinence was implanted with obtape transobturator vaginal sling in (B)(6) of 2004. She subsequently suffered serious and permanent bodily injuries, including erosion of the obtape medical device through her internal bodily tissues, chronic infections, pain, exacerbation of her urinary incontinence, and the need for multiple additional surgical procedures and medical treatment as well as the need for extensive future medical care.